Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in an adult female patient who had essure (batch no. 869754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shingles, bacterial vaginosis in 2010, pelvic inflammatory disease in 2007, vaginal cyst, vaginal discharge, vaginitis and headache. Concomitant products included medroxyprogesterone (depo provera) from 2007 to 2012 for birth control as well as ibuprofen, naproxen and solpadeine (tylenol 1). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced anger ("hormonal changes: anger"), depression ("hormonal changes: dpression"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, nausea and fatigue had resolved and the anger, depression, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, anger, depression, fatigue, headache, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfact. Placement of both coils, full occlusion on (B)(6) 2016, pathology test revealed uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild chronic inflammation, negative for dysplasia. Endometrium: secretory pattern. Negative for hyperplasia and malignancy. Myometrium: no histopathologic abnormality. Serosa: no histopathologic abnormality. Fallopian tubes: left tube with intraluminal foreign coiled device consistent with contraceptive device, right tube with small paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure (batch no. 869754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shingles. Concomitant products included medroxyprogesterone (depo provera) from 2007 to 2012 for birth control as well as ibuprofen, naproxen and solpadeine (tylenol 1). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced anger ("hormonal changes: anger"), depression ("hormonal changes: dpression"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, nausea and fatigue had resolved and the anger, depression, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, anger, depression, fatigue, headache, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfact. Placement of both coils, full occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events anger & depression, migraines / headaches, nausea, pain, fatigue are added. Lot number added. Lab data updated. Concomitant historical condition & drugs are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfactory placement of both coils, full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this litigation case refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse event severe pain (regarded as pelvic pain). On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfactory placement of both coils, full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this litigation case refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse event severe pain (regarded as pelvic pain). On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event. This case was classified as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.